Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat troponin-I results for one sample which required a corrected report. The following data was provided (normal <0.028 ng/ml): (B)(6) initially 0.141, respun and rerun on same architect 0.015. No impact to patient management was reported.

Event description:
The customer observed falsely elevated architect stat troponin-I results for one sample which required a corrected report. The following data was provided (normal <0.028 ng/ml): sid (B)(6) initially 0.141, respun and rerun on same architect 0.015. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect stat troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The number of standard deviations to cut-off for the negative population and the patient median values obtained with the complaint lot 64433un23 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I reagent lot 64433un23 was identified.